Event description:
It has been reported to philips that the azurion 7 m20 system did not go up. The system was not in clinical use and no harm has been reported. The x-ray pc was replaced and the software was reinstalled, which returned the device back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified a malfunction with the system's x-ray pc. The fse replaced the x-ray pc, solid disk drive (ssd) and hard disk drive (hdd). After replacing the parts, re-installing the software and performing a restore backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.